Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be within specification during testing. The reported condition 'failed downstream occlusion' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as the report of 'pump was over infusing' was not known at the time of evaluation. As the device is no longer in the as received state, the problem cannot be properly evaluated for. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion and was over infusing. It measures out of tolerance coming in at 21 pounds per square inch (psi) or higher. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.